Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was to be implanted with an impella 5.5 via the right surgical axillary/subclavian artery for mechanical circulatory support. The patient's anatomy did not allow for the impella 5.5 to pass through the axillary artery and an impella cp was placed instead of an impella 5.5. No patient harm was noted.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: failure to advance: the cause of the failure to advance was patient condition due to the patient's calcification.